Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not working) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to corrosion on the battery pca board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the contamination. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery pack was not working. The pt was issued a replacement battery pack.